Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 476mg/dl and a battery out limit and weak battery on the pump. The customer previously received a replacement battery cap but the alarms cannot be cleared. Troubleshooting explained the alarms to the customer, and helped to clear the alarms. Customer was advised to monitor the pump and call back if necessary.